Event description:
Complainant alleged that during preventative maintenance the device's analyze and charge buttons were inoperable. Complainant indicated that there was no patient involvement in the reported malfunction.